Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. The reporter alleged that the down arrow keypad button was completely unresponsive. This complaint is being reported because the reported issue was not resolved during troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis 12/18/2013 with the following findings: the keypad cover was found to be peeling at the ok button. During testing, the down arrow keypad button was unresponsive; all other keypad buttons responded appropriately. The keypad cover was removed and contamination was found under all key contacts. Evaluation also revealed that the audio bolus button was partially detached. The audio bolus button responded appropriately to button presses. Unrelated to the complaint, evaluation revealed that the battery compartment was cracked extending from the threads to the case seal. Also unrelated to the complaint, evaluation revealed that the display screen was dim and discolored. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.